Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 10. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-jun-2024, it was reported that the patient faced that whole box of infusion sets had been leaking from quick release, which cause the patient blood glucose elevated to 263 mg/dl. The infusion set was in use for 2 days. No further information available.